Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") and depression ("depression") in a female patient who had essure (batch no. B71765) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), fatigue ("chronic fatigue"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), migraine ("chronic migraine"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), hypovitaminosis ("depleted vitamin d"), urticaria ("hives"), peripheral swelling ("swelling of extremities"), inflammation ("inflammation of extremities"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness") and loss of consciousness ("black out") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, depression, hormone level abnormal, fatigue, weight increased, insomnia, anxiety, feeling abnormal, migraine, tooth disorder, bone pain, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, hypovitaminosis, urticaria, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness and loss of consciousness outcome was unknown. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hormone level abnormal, hypoaesthesia, hypovitaminosis, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria and weight increased with essure. The reporter commented: injuries (hospitalization, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. The most recent information was received on 07-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus due to essure'), back pain ('back pain, lower back pain') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency"), constipation ("gastrointestinal or digestive system condition type: constipation"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), pelvic pain ("pelvic pain female"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extremities"), inflammation ("inflammation of extremities"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy, laparoscopic bilateral salpingo-oophorectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, back pain, depression, pelvic pain, fatigue, weight increased, insomnia, anxiety, feeling abnormal, tooth disorder, bone pain, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, libido decreased, night sweats, vaginal haemorrhage, menorrhagia, pollakiuria, nausea, dysmenorrhoea, constipation, diarrhoea, cystitis interstitial and abdominal pain lower outcome was unknown, the migraine and urticaria was resolving and the dyspareunia, vulvovaginal pain and abdominal pain had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, constipation, cystitis interstitial, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, libido decreased, menorrhagia, nausea, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalization, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014(summon). Current weight 137 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: foreign body in uterus due to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: mr received: reporters were added. Patient's demographic was added. Foreign body in uterus due to essure captured as a event from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus due to essure'), back pain ('back pain, lower back pain') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives/ allergy :rash/skin condition"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency/ urinary problems"), constipation ("gastrointestinal or digestive system condition type: constipation/ gi conditions"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), pelvic pain ("pelvic pain female"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extremities"), inflammation ("inflammation of extremities"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (total hysterectomy, laparoscopic bilateral salpingo-oophorectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, insomnia, anxiety, feeling abnormal, tooth disorder, bone pain, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, vaginal haemorrhage, menorrhagia, pollakiuria, diarrhoea and abdominal pain lower outcome was unknown and the back pain, pelvic pain, fatigue, weight increased, migraine, urticaria, libido decreased, night sweats, nausea, dysmenorrhoea, dyspareunia, constipation, cystitis interstitial, vulvovaginal pain, abdominal pain and headache had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, constipation, cystitis interstitial, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, headache, libido decreased, menorrhagia, nausea, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalization, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014 (summon). Current weight 137 lbs. The plaintiff received treatment for fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain, cystitis interstitial. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: foreign body in uterus due to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : event added -headache. Outcome of events "dysmenorrhoea, back pain, pelvic pain, urticaria, fatigue, constipation, night sweats, libido decreased, migraine, headache, weight increased, nausea, cystitis interstitial." Updated to "recovered / resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. The most recent information was received on 29-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right coil has broken'), uterine perforation ('right coil has broken and was perforating her uterus'), device expulsion ('foreign body in uterus due to essure'), back pain ('back pain, lower back pain') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate monohydrate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives/ allergy :rash/skin condition"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency/ urinary problems"), constipation ("gastrointestinal or digestive system condition type: constipation/ gi conditions"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), pelvic pain ("pelvic pain female"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extrimities"), inflammation ("inflammation of extrimites"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood stuff"), panic attack ("panic attack"), contusion ("body stays bruised"), pain ("body stays sore"), fibromyalgia ("fibromyalgia"), rheumatoid arthritis ("rheumatoid arthritis"), crying ("cry every time"), illness ("stay so sick"), sneezing ("sneezing"), rhinorrhoea ("runny nose"), dysphonia ("man voice"), oropharyngeal discomfort ("frog in throat"), eye pruritus ("itchy eyes"), sinusitis ("sinus infection"), labyrinthitis ("inner ear infection"), vision blurred ("blurry vision"), irritable bowel syndrome ("ibs"), myalgia ("muscle pain"), vulvovaginal dryness ("vaginal dryness") and amnesia ("memory loss") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (total hysterectomy, laparoscopic bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, device expulsion, depression, insomnia, anxiety, tooth disorder, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, vaginal haemorrhage, heavy menstrual bleeding, pollakiuria, diarrhoea, abdominal pain lower, mood swings, panic attack, contusion, pain, fibromyalgia, rheumatoid arthritis, crying, illness, sneezing, rhinorrhoea, dysphonia, oropharyngeal discomfort, eye pruritus, sinusitis, labyrinthitis, vision blurred, irritable bowel syndrome, uterine leiomyoma, vulvovaginal dryness and amnesia outcome was unknown and the back pain, pelvic pain, fatigue, weight increased, feeling abnormal, migraine, bone pain, urticaria, libido decreased, night sweats, nausea, dysmenorrhoea, dyspareunia, constipation, cystitis interstitial, vulvovaginal pain, abdominal pain, headache and myalgia had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, amnesia, constipation, contusion, crying, cystitis interstitial, device breakage, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dysphonia, eye pruritus, fibromyalgia, headache, heavy menstrual bleeding, illness, irritable bowel syndrome, labyrinthitis, libido decreased, mood swings, myalgia, nausea, night sweats, oropharyngeal discomfort, pain, panic attack, pelvic pain, pollakiuria, rheumatoid arthritis, rhinorrhoea, sinusitis, sneezing, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal dryness and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalization, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014(summon) current weight 137 lbs. The plaintiff received treatment for fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain, cystitis interstitial. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: foreign body in uterus due to essure. Concerning the injuries reported in this case, the following one was reported via social media: mood swing, fibromyalgia, rheumatoid arthritis, device breakage, uterine perforation, amnesia. Lot number:b71765 manufacture date: 2013-09 expiration date: 2016-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. The most recent information was received on 19-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right coil has broken'), uterine perforation ('right coil has broken and was perforating her uterus'), device expulsion ('foreign body in uterus due to essure'), back pain ('back pain, lower back pain') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate monohydrate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives/ allergy :rash/skin condition"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency/ urinary problems"), constipation ("gastrointestinal or digestive system condition type: constipation/ gi conditions"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), pelvic pain ("pelvic pain female"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extremities"), inflammation ("inflammation of extremities"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood stuff"), panic attack ("panic attack"), contusion ("body stays bruised"), pain ("body stays sore"), fibromyalgia ("fibromyalgia"), rheumatoid arthritis ("rheumatoid arthritis"), crying ("cry every time"), illness ("stay so sick"), sneezing ("sneezing"), rhinorrhoea ("runny nose"), dysphonia ("man voice"), oropharyngeal discomfort ("frog in throat"), eye pruritus ("itchy eyes"), sinusitis ("sinus infection"), labyrinthitis ("inner ear infection"), vision blurred ("blurry vision"), irritable bowel syndrome ("ibs"), myalgia ("muscle pain"), vulvovaginal dryness ("vaginal dryness") and amnesia ("memory loss") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (total hysterectomy, laparoscopic bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, device expulsion, depression, insomnia, anxiety, tooth disorder, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, vaginal haemorrhage, heavy menstrual bleeding, pollakiuria, diarrhoea, abdominal pain lower, mood swings, panic attack, contusion, pain, fibromyalgia, rheumatoid arthritis, crying, illness, sneezing, rhinorrhoea, dysphonia, oropharyngeal discomfort, eye pruritus, sinusitis, labyrinthitis, vision blurred, irritable bowel syndrome, uterine leiomyoma, vulvovaginal dryness and amnesia outcome was unknown and the back pain, pelvic pain, fatigue, weight increased, feeling abnormal, migraine, bone pain, urticaria, libido decreased, night sweats, nausea, dysmenorrhoea, dyspareunia, constipation, cystitis interstitial, vulvovaginal pain, abdominal pain, headache and myalgia had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, amnesia, constipation, contusion, crying, cystitis interstitial, device breakage, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dysphonia, eye pruritus, fibromyalgia, headache, heavy menstrual bleeding, illness, irritable bowel syndrome, labyrinthitis, libido decreased, mood swings, myalgia, nausea, night sweats, oropharyngeal discomfort, pain, panic attack, pelvic pain, pollakiuria, rheumatoid arthritis, rhinorrhoea, sinusitis, sneezing, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal dryness and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalization, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014(summon). Current weight 137 lbs. The plaintiff received treatment for fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain, cystitis interstitial . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: foreign body in uterus due to essure. Concerning the injuries reported in this case, the following one was reported via social media: mood swing, fibromyalgia, rheumatoid arthritis, device breakage, uterine perforation, amnesia. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. Event: memory loss added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. The most recent information was received on 20-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain, lower back pain') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency"), constipation ("gastrointestinal or digestive system condition type: constipation"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced depression (seriousness criteria hospitalization and disability), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extremities"), inflammation ("inflammation of extremities"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out"), pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, depression, fatigue, weight increased, insomnia, anxiety, feeling abnormal, tooth disorder, bone pain, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, libido decreased, night sweats, vaginal haemorrhage, menorrhagia, pollakiuria, nausea, dysmenorrhoea, constipation, diarrhoea, cystitis interstitial, abdominal pain lower and pelvic pain outcome was unknown, the migraine and urticaria was resolving and the dyspareunia, vulvovaginal pain and abdominal pain had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, constipation, cystitis interstitial, diarrhoea, dysmenorrhoea, dyspareunia, libido decreased, menorrhagia, nausea, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalization, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014(summon) current weight 137 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received events "hormonal changes describe: decreased libido, night sweats, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia) , rashes or skin conditions type: itching hives, bladder or urinary problems or changes: increase urinary urgency , nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: constipation, diarrhea, other injury(ies) or complication (s) please describe: chronic interstitial cystitis, pelvic pain, abdominal pain lower, abdominal pain, vaginal pain" were added. Outcome of events " painful sex, vaginal pain, abdominal pain" were updated as recovered. Hives and migraine were updated as recovering. Concomitant drug and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus due to essure'), back pain ('back pain, lower back pain') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives/ allergy :rash/skin condition"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency/ urinary problems"), constipation ("gastrointestinal or digestive system condition type: constipation/ gi conditions"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), pelvic pain ("pelvic pain female"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extrimities"), inflammation ("inflammation of extrimites"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out"), abdominal pain ("abdominal pain"), headache ("headaches") and mood swings ("mood stuff"). The patient was treated with surgery (total hysterectomy, laparoscopic bilateral salpingo-oophorectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, insomnia, anxiety, feeling abnormal, tooth disorder, bone pain, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, vaginal haemorrhage, menorrhagia, pollakiuria, diarrhoea, abdominal pain lower and mood swings outcome was unknown and the back pain, pelvic pain, fatigue, weight increased, migraine, urticaria, libido decreased, night sweats, nausea, dysmenorrhoea, dyspareunia, constipation, cystitis interstitial, vulvovaginal pain, abdominal pain and headache had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, constipation, cystitis interstitial, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, headache, libido decreased, menorrhagia, mood swings, nausea, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalizarion, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014(summon) current weight 137 lbs. The plaintiff received treatment for fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain, cystitis interstitial diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: foreign body in uterus due to essure. Concerning the injuries reported in this case, the following one was reported via social media: mood swing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. The most recent information was received on 06-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus due to essure'), back pain ('back pain, lower back pain'), device breakage ('right coil has broken'), uterine perforation ('right coil has broken and was perforating her uterus') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives/ allergy :rash/skin condition"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency/ urinary problems"), constipation ("gastrointestinal or digestive system condition type: constipation/ gi conditions"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), pelvic pain ("pelvic pain female"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extremities"), inflammation ("inflammation of extremities"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood stuff"), panic attack ("panic attack"), contusion ("body stays bruised"), pain ("body stays sore"), fibromyalgia ("fibromyalgia"), rheumatoid arthritis ("rheumatoid arthritis"), crying ("cry every time"), malaise ("stay so sick"), sneezing ("sneezing"), rhinorrhoea ("runny nose"), dysphonia ("man voice"), oropharyngeal discomfort ("frog in throat"), eye pruritus ("itchy eyes"), sinusitis ("sinus infection"), labyrinthitis ("inner ear infection"), vision blurred ("blurry vision"), irritable bowel syndrome ("ibs"), myalgia ("muscle pain") and vulvovaginal dryness ("vaginal dryness") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (total hysterectomy, laparoscopic bilateral salpingo-oophorectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, uterine perforation, depression, insomnia, anxiety, tooth disorder, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, vaginal haemorrhage, menorrhagia, pollakiuria, diarrhoea, abdominal pain lower, mood swings, panic attack, contusion, pain, fibromyalgia, rheumatoid arthritis, crying, malaise, sneezing, rhinorrhoea, dysphonia, oropharyngeal discomfort, eye pruritus, sinusitis, labyrinthitis, vision blurred, irritable bowel syndrome, uterine leiomyoma and vulvovaginal dryness outcome was unknown and the back pain, pelvic pain, fatigue, weight increased, feeling abnormal, migraine, bone pain, urticaria, libido decreased, night sweats, nausea, dysmenorrhoea, dyspareunia, constipation, cystitis interstitial, vulvovaginal pain, abdominal pain, headache and myalgia had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, constipation, contusion, crying, cystitis interstitial, device breakage, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dysphonia, eye pruritus, fibromyalgia, headache, irritable bowel syndrome, labyrinthitis, libido decreased, malaise, menorrhagia, mood swings, myalgia, nausea, night sweats, oropharyngeal discomfort, pain, panic attack, pelvic pain, pollakiuria, rheumatoid arthritis, rhinorrhoea, sinusitis, sneezing, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal dryness and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalization, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014(summon). Current weight 137 lbs. The plaintiff received treatment for fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain, cystitis interstitial. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: foreign body in uterus due to essure. Concerning the injuries reported in this case, the following one was reported via social media: mood swing, fibromyalgia, rheumatoid arthritis, device breakage, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received events: "right coil has broken and was perforating her uterus, sneezing, runny nose, frog in throat, man voice, itchy eyes, sinus infection, inner ear infection, blurry vision, ibs, muscle pain, uterine fibroid and vaginal dryness" were added. Outcome of events "bone pain, muscle pain, migraine and hives were updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. The most recent information was received on 05-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus due to essure'), back pain ('back pain, lower back pain') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives/ allergy :rash/skin condition"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency/ urinary problems"), constipation ("gastrointestinal or digestive system condition type: constipation/ gi conditions"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), pelvic pain ("pelvic pain female"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extrimities"), inflammation ("inflammation of extrimites"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out"), abdominal pain ("abdominal pain"), headache ("headaches") and mood swings ("mood stuff"). The patient was treated with surgery (total hysterectomy, laparoscopic bilateral salpingo-oophorectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, insomnia, anxiety, feeling abnormal, tooth disorder, bone pain, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, vaginal haemorrhage, menorrhagia, pollakiuria, diarrhoea, abdominal pain lower and mood swings outcome was unknown and the back pain, pelvic pain, fatigue, weight increased, migraine, urticaria, libido decreased, night sweats, nausea, dysmenorrhoea, dyspareunia, constipation, cystitis interstitial, vulvovaginal pain, abdominal pain and headache had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, constipation, cystitis interstitial, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, headache, libido decreased, menorrhagia, mood swings, nausea, night sweats, pelvic pain, pollakiuria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalizarion, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014 (summon). Current weight 137 lbs. The plaintiff received treatment for fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain, cystitis interstitial. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: foreign body in uterus due to essure. Concerning the injuries reported in this case, the following one was reported via social media: mood swing . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: social media received- new event mood swing was added. Reporter information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus due to essure'), back pain ('back pain, lower back pain') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives/ allergy: rash/skin condition"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency/ urinary problems"), constipation ("gastrointestinal or digestive system condition type: constipation/ gi conditions"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), pelvic pain ("pelvic pain female"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extrimities"), inflammation ("inflammation of extrimites"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood stuff"), panic attack ("panic attack"), contusion ("body stays bruised") and pain ("body stays sore"). The patient was treated with surgery (total hysterectomy, laparoscopic bilateral salpingo-oophorectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, insomnia, anxiety, feeling abnormal, tooth disorder, bone pain, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, vaginal haemorrhage, menorrhagia, pollakiuria, diarrhoea, abdominal pain lower, mood swings, panic attack, contusion and pain outcome was unknown and the back pain, pelvic pain, fatigue, weight increased, migraine, urticaria, libido decreased, night sweats, nausea, dysmenorrhoea, dyspareunia, constipation, cystitis interstitial, vulvovaginal pain, abdominal pain and headache had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, constipation, contusion, cystitis interstitial, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, headache, libido decreased, menorrhagia, mood swings, nausea, night sweats, pain, panic attack, pelvic pain, pollakiuria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalizarion, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014 (summon) current weight 137 lbs. The plaintiff received treatment for fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain, cystitis interstitial diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: foreign body in uterus due to essure. Concerning the injuries reported in this case, the following one was reported via social media: mood swing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event " panic attack, contusion, and pain were added. Reporter was added. On 23-mar-2020: information received via social media. No new clinical information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. The most recent information was received on 07-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right coil has broken'), uterine perforation ('right coil has broken and was perforating her uterus'), device expulsion ('foreign body in uterus due to essure'), back pain ('back pain, lower back pain') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives/ allergy :rash/skin condition"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency/ urinary problems"), constipation ("gastrointestinal or digestive system condition type: constipation/ gi conditions"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), pelvic pain ("pelvic pain female"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extrimities"), inflammation ("inflammation of extrimites"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood stuff"), panic attack ("panic attack"), contusion ("body stays bruised"), pain ("body stays sore"), fibromyalgia ("fibromyalgia"), rheumatoid arthritis ("rheumatoid arthritis"), crying ("cry every time"), malaise ("stay so sick"), sneezing ("sneezing"), rhinorrhoea ("runny nose"), dysphonia ("man voice"), oropharyngeal discomfort ("frog in throat"), eye pruritus ("itchy eyes"), sinusitis ("sinus infection"), labyrinthitis ("inner ear infection"), vision blurred ("blurry vision"), irritable bowel syndrome ("ibs"), myalgia ("muscle pain") and vulvovaginal dryness ("vaginal dryness") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (total hysterectomy, laparoscopic bilateral salpingo-oophorectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, device expulsion, depression, insomnia, anxiety, tooth disorder, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, vaginal haemorrhage, menorrhagia, pollakiuria, diarrhoea, abdominal pain lower, mood swings, panic attack, contusion, pain, fibromyalgia, rheumatoid arthritis, crying, malaise, sneezing, rhinorrhoea, dysphonia, oropharyngeal discomfort, eye pruritus, sinusitis, labyrinthitis, vision blurred, irritable bowel syndrome, uterine leiomyoma and vulvovaginal dryness outcome was unknown and the back pain, pelvic pain, fatigue, weight increased, feeling abnormal, migraine, bone pain, urticaria, libido decreased, night sweats, nausea, dysmenorrhoea, dyspareunia, constipation, cystitis interstitial, vulvovaginal pain, abdominal pain, headache and myalgia had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, constipation, contusion, crying, cystitis interstitial, device breakage, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dysphonia, eye pruritus, fibromyalgia, headache, irritable bowel syndrome, labyrinthitis, libido decreased, malaise, menorrhagia, mood swings, myalgia, nausea, night sweats, oropharyngeal discomfort, pain, panic attack, pelvic pain, pollakiuria, rheumatoid arthritis, rhinorrhoea, sinusitis, sneezing, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal dryness and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalizarion, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014 (summon). Current weight 137 lbs. The plaintiff received treatment for fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain, cystitis interstitial. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: foreign body in uterus due to essure. Concerning the injuries reported in this case, the following one was reported via social media: mood swing, fibromyalgia, rheumatoid arthritis, device breakage, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus due to essure'), back pain ('back pain, lower back pain') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate (pristiq), hydrocodone bitartrate; paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives/ allergy :rash/skin condition"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency/ urinary problems"), constipation ("gastrointestinal or digestive system condition type: constipation/ gi conditions"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), pelvic pain ("pelvic pain female"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extrimities"), inflammation ("inflammation of extrimites"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood stuff"), panic attack ("panic attack"), contusion ("body stays bruised"), pain ("body stays sore"), fibromyalgia ("fibromyalgia"), rheumatoid arthritis ("rheumatoid arthritis"), crying ("cry every time") and malaise ("stay so sick"). The patient was treated with surgery (total hysterectomy, laparoscopic bilateral salpingo-oophorectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, insomnia, anxiety, feeling abnormal, tooth disorder, bone pain, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, vaginal haemorrhage, menorrhagia, pollakiuria, diarrhoea, abdominal pain lower, mood swings, panic attack, contusion, pain, fibromyalgia, rheumatoid arthritis, crying and malaise outcome was unknown and the back pain, pelvic pain, fatigue, weight increased, migraine, urticaria, libido decreased, night sweats, nausea, dysmenorrhoea, dyspareunia, constipation, cystitis interstitial, vulvovaginal pain, abdominal pain and headache had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, constipation, contusion, crying, cystitis interstitial, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fibromyalgia, headache, libido decreased, malaise, menorrhagia, mood swings, nausea, night sweats, pain, panic attack, pelvic pain, pollakiuria, rheumatoid arthritis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalizarion, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014 (summon) current weight 137 lbs. The plaintiff received treatment for fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain, cystitis interstitial. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: foreign body in uterus due to essure. Concerning the injuries reported in this case, the following one was reported via social media: mood swing, fibromyalgia, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events added - "cry every time" and "stay so sick", reporter added. On 1-apr-2020: pfs received: no new information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus due to essure'), back pain ('back pain, lower back pain') and depression ('depression') in a 29-year-old female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate (pristiq), hydrocodone bitartrate;paracetamol (norco), ibuprofen, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced migraine ("chronic migraine, migraines /headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced urticaria ("rashes or skin conditions type: itching hives/ allergy :rash/skin condition"), libido decreased ("hormonal changes describe: decreased libido"), night sweats ("hormonal changes describe: night sweats"), pollakiuria ("bladder or urinary problems or changes: increased urinary frequency/ urinary problems"), constipation ("gastrointestinal or digestive system condition type: constipation/ gi conditions"), diarrhoea ("diarrhea") and cystitis interstitial ("other injury(ies) or complication (s) please describe: chronic interstitial cystitis"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("internal vaginal pain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), pelvic pain ("pelvic pain female"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), peripheral swelling ("swelling of extrimities"), inflammation ("inflammation of extrimites"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), loss of consciousness ("black out"), abdominal pain ("abdominal pain"), headache ("headaches"), mood swings ("mood stuff"), panic attack ("panic attack"), contusion ("body stays bruised"), pain ("body stays sore"), fibromyalgia ("fibromyalgia") and rheumatoid arthritis ("rheumatoid arthritis"). The patient was treated with surgery (total hysterectomy, laparoscopic bilateral salpingo-oophorectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, insomnia, anxiety, feeling abnormal, tooth disorder, bone pain, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness, loss of consciousness, vaginal haemorrhage, menorrhagia, pollakiuria, diarrhoea, abdominal pain lower, mood swings, panic attack, contusion, pain, fibromyalgia and rheumatoid arthritis outcome was unknown and the back pain, pelvic pain, fatigue, weight increased, migraine, urticaria, libido decreased, night sweats, nausea, dysmenorrhoea, dyspareunia, constipation, cystitis interstitial, vulvovaginal pain, abdominal pain and headache had resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, constipation, contusion, cystitis interstitial, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fibromyalgia, headache, libido decreased, menorrhagia, mood swings, nausea, night sweats, pain, panic attack, pelvic pain, pollakiuria, rheumatoid arthritis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: injuries (hospitalizarion, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014(summon) current weight 137 lbs. The plaintiff received treatment for fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain, cystitis interstitial. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients medical record: foreign body in uterus due to essure. Concerning the injuries reported in this case, the following one was reported via social media: mood swing, fibromyalgia, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Event : fibromyalgia, rheumatoid arthritis added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081416) on 30-nov-2018. The most recent information was received on 22-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") and depression ("depression") in a female patient who had essure (batch no. B71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride, mometasone furoate (flonase), progesterone, testosterone and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression (seriousness criteria hospitalization and disability), fatigue ("chronic fatigue"), insomnia ("insomnia"), anxiety ("anxiety"), feeling abnormal ("brain fog"), migraine ("chronic migraine"), tooth disorder ("dental problem"), bone pain ("bone pain"), arthralgia ("joint pain"), menstrual disorder ("abnormal menses"), abdominal distension ("extreme bloating"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("depleted vitamin d"), urticaria ("hives"), peripheral swelling ("swelling of extremities"), inflammation ("inflammation of extremities"), paraesthesia ("tingling of hands"), hypoaesthesia ("numbness of hands"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness") and loss of consciousness ("black out") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, depression, hormone level abnormal, fatigue, weight increased, insomnia, anxiety, feeling abnormal, migraine, tooth disorder, bone pain, arthralgia, menstrual disorder, abdominal distension, endometriosis, adenomyosis, post-traumatic stress disorder, vitamin d deficiency, urticaria, peripheral swelling, inflammation, paraesthesia, hypoaesthesia, dysgeusia, dizziness and loss of consciousness outcome was unknown. The reporter provided no causality assessment for abdominal distension, adenomyosis, anxiety, arthralgia, back pain, bone pain, depression, dizziness, dysgeusia, endometriosis, fatigue, feeling abnormal, hormone level abnormal, hypoaesthesia, inflammation, insomnia, loss of consciousness, menstrual disorder, migraine, paraesthesia, peripheral swelling, post-traumatic stress disorder, tooth disorder, urticaria, vitamin d deficiency and weight increased with essure. The reporter commented: injuries (hospitalization, disability and serious important medical events) were mentioned but not specified and /or assigned to one of the events essure insertion date provided as (B)(6) 2014 (summon) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.